Manufacturer narrative:
Medwatch (B)(4) was received 5/6/2020. Csi ID: (B)(4).

Event description:
The tip of the viperwire guide wire fractured during use in the right coronary artery (rca). Imaging showed the fragment was in the right common femoral artery. The fragment was snared, and the outcome of the case was good.

Manufacturer narrative:
The site did not retain record of the lot number of the guide wire used, and the wire was discarded before the csi field rep could ask for its return. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(6).

Event description:
The tip of the viperwire guide wire fractured during use in the right coronary artery (rca). The fragment was snared, and the out come of the case was good.